Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water testing were performed, and a leak was observed in between the assembly of the tubing into drip chamber. Priming was also performed, and a leak was observed between the assembly of the tubing into the drip chamber. Dimensional testing was also performed, and the tubing was according to specification. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the tubing and the drip chamber of a clearlink system solution set. The leak was discovered while priming the set prior to patient use. The technician pulled on tubing and resulted in a separation between the tubing and drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in (B)(6) 2023. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.